Manufacturer narrative:
An event regarding crack/fracture involving triathlon trial was reported. The event was not confirmed.   Method & results:  -device evaluation and results: not performed as product was not returned.  -clinician review: no medical records were received for review with a clinical consultant .  -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.  Conclusion:  the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Poly trial snapped whilst in patient.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Poly trial snapped whilst in patient.